Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 576 mg/dl. Customer thought the bolus did not go through. During troubleshooting, found bolus recorded in the history. Insulin did exit with manual prime. Customer's call was dropped. Customer will not be returning the device for analysis.